Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and remained static at 70 units. The customer's blood glucose level was 138 mg/dl. The customer declined further follow-up from tandem technical support on the reported event.